Manufacturer narrative:
Qn# (B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that two clips were loaded at one shot. No clips fell out.

Event description:
It was reported that two clips were loaded at one shot. No clips fell out.

Manufacturer narrative:
Qn#(B)(4). Per DHR the product auto endo5 ml lot # 73e1800769 was manufactured on 05/29/2018 a total of 288 pieces. Lot was released on 06/07/2018. DHR investigation did not show issues related to complaint. The customer returned one unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample was returned with its trigger partially engaged and with the rotation tab bent. The sample appears used as there is biological material present on the device. First, the trigger cycle was completed. At this time, it was observed that the next two clips appeared to be a double feed and the first clip was protruding from the channel. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound could be heard indicating that the internal ratchet ears are intact. The first two clips both fired into the jaws of the applier at the same time. The sample was disassembled to inspect the internal components. Upon disassembly, it was found that the yoke was broken at the pin position. It was also found that the clips were out of position and stacking on one another. The clip stacking could prevent the clips from properly loading into the jaws. The sample was received with 11 clips remaining indicating that 4 clips were fired by the end user. A non-conformance has been opened to further investigate this issue. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The reported complaint of "clips not loading properly" was confirmed based upon the sample received. One device was returned with 11 clips remaining indicating that 4 clips were fired by the end user. Upon functional inspection, a double feed occurred where two clips fired into the jaws at the same time. Upon disassembly, it was found that the clips were out of position and stacking on one another which prevented the clips from loading properly into the jaws of the device. Although the reported complaint issue was confirmed based on functional testing, it could not be determined exactly how or when the clips became out of position. A non-conformance has been opened to further investigate this issue.